Event description:
It was reported that intermittent occlusion alarms occurred. The customer would changed cartridge and infusion set to address the occlusions. On (B)(6) 2026 the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of over 500 mg/dl with ketones. The customer received intravenous fluids of saline, potassium, and insulin which resolved the issue without causing any injury or permanent damage. The caller had not been released at the time of report and declined follow up to obtain release date. Ultimately, the customer reverted to an alternate method insulin therapy.